Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of device moving and pain at the implant site. The device is functioning as programmed. No further patient complications have been reported as a result of this event.